Manufacturer narrative:
(B)(4). D10 - associated products: item #161470, item name oxf twin-peg cmntd fem lg PMA, lot #534630. Item #159582, item name oxf anat brg rt lg size 3 PMA, lot #948840. Item #402283, item name cobalt g-hv bone cement 40g, lot #030420. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to unknown reason. Attempts have been made and no further information has been provided.